Manufacturer narrative:
It was determined that the blue eluates are likely caused by the dye in the lysis buffer. The issue with the customer's workflow may have stemmed from improper adherence to the IFU (incorrect lysis buffer volume) or unvalidated sample material. The external lysis protocol must be followed exactly as described in the IFU for successful assay performance. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of blue eluates with the magna pure 96 dna and viral na sv kit for an unknown number of patient samples on a magna pure 96 instrument. The customer reported intermittently observing blue colored eluates coming from the magna pure 96 instrument. The customer re-extracted specimens associated with the blue eluates, and upon rerunning, some of the specimens provide clear, normal colored eluates. When the same specimens are tested via a downstream non-roche assay, the normal eluate shows a positive result and the blue eluate shows a negative result. The non-roche downstream assay being utilized is the cdc-approved flu sc2 screen test performed on the abi 7500 instrument.